Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and insulin pump squirting insulin during priming. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No rainbow display or display anomalies noted. The pump was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08730 inches. The insulin pump primed properly and no excessive no delivery alarm, motor error alarms, low battery alarms, rewind anomaly, unusual motor noise, or backlight anomaly noted. The motor was tested outside of the device and passed. No damage on the belt clip slot noted during physical inspection. The insulin pump was received with cracked reservoir tube lip, cracked lcd display window, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).